Event description:
Concomitant devices reported: unknown reaming rod (part# unknown, lot# unknown, quantity 1); unknown ria tube assembly (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the reamer head f/ria 2 10( p/n: 03.404.016s; lot #38p2161) was received at us cq. Upon visual inspection it was noticed that the proximal end of the reamer where it is inserted into the drive shaft has completely broken off and one of the broken piece was not returned. No other issues were identified with the device. Device failure/ defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Complaint confirmed? Yes; received device was broken. Conclusion: the complaint condition is confirmed for the reamer head f/ria 2 10( p/n: 03.404.016s; lot #38p2161). There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part #: 03.404.016s, synthes lot #: 38p2161, supplier lot #: 38p2161, release to warehouse date: jan 14, 2020, expiration date: jan 01, 2030, supplier: (B)(4). Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code hto. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent surgery for internal fixation of tibial fracture with intramedullary nail. After creating an entry portal for an etn, used ria2 with 10mm reaming head as first pass reamer to wash out gunshot wound (shrapnel present). Ria2 reamer head struggled to pass beyond the posterior cortex and straighten up - registrar applied more force and eventually had to remove ria as it could not pass. Reaming head was left within patient as the tube assembly was removed. Reaming head was retrieved with removal of the long guide wire. Upon inspection the reaming head had it's 4 coupling tabs snapped off. Reaming rod was removed to retrieve reaming head causing loss of fracture reduction. Time taken to regain reduction and re-enter reaming rod. Intramurally canal unable to be washed out with ria as intended. The procedure was completed successfully with 20 minutes delay. The patient outcome was unknown. Concomitant device reported: unknown reaming rod (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report involves one (1) 10.0mm reamer head for ria 2 sterile. This is report 1 of 1 (B)(4).